Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on: (B)(6) 2013: patient presented with preoperative diagnosis of adjacent disk disease, juxtafusion discopathy of l3-l4; spinal and foraminal stenosis of l3-l4 and segmental instability of l3-l4,status post previous lumbar fusion of l4-s1; right sided foraminal stenosis of l3-s1 and underwent exploration of previous surgical area; removal of set screw and rod bilaterally. The pedicle screws at l4 and s1 were completely rigid and tight and the fusion was completely solid. Posterior decompression and bilateral foraminotomy of l3-l4. Transforaminal interbody fusion of l3-l4 using local autogenous bone graft, cancellous allograft, bone marrow aspirate with implantation of a peek spacer with 12-mm height, packed with local autogenous bone graft. Segmental pedicle screw instrumentation of l3 using pedicle screws at the level of l3. Posterior spinal fusion of l3-l4 using local autogenous bone graft, cancellous allograft, bone marrow aspirate, and putting a rod from l3, l4, and s1. Right-sided hemilaminectomy of l5, decompression of right s1, l5, l4, and l3 nerve root and inter transverse arthrodesis of l3-previous fusion mass using local autogenous bone graft, cancellous allograft, and bone marrow aspirate. Procedure description: two 6.5 x 50 mm screw was inserted in pedicle of l3. A spacer with 12 mm height packed with local autogenous bone graft was implanted between the body of l3-l4. On (B)(6) 2013: patient presented for office visit. X-ray of lumbar spine is normal and sagittal alignment of lumbar spine is normal. Impression: spinal stenosis lumbar. On (B)(6) 2014: patient presents with low back pain and right leg pain. Review of systems: musculoskeletal: complains of back pain and stiffness. X-ray of lumbar spine is demonstrating spinal fusion of l3-s1 ,sign of dislodgement of left set screw competitive it possible nonunion. Impression: ddd of lumbar spine. On (B)(6) 2014: the patient underwent CT of lumbar spine. Impressions: status post anterior and posterior fusion procedure from l3-4 through l5-s1. There is mild impingement on the foramina due to spurring. Facets joints are fused. On (B)(6) 2014: patient underwent x-ray of chest. Impression: no acute cardiopulmonary disease. On (B)(6) 2014: the patient was presented with dislodgement of set screw from the rod and pedicle screw on the left side at the level of l3, right s1 and l3 radiculopathy. Patient presented with pre operative diagnosis of painful implantation, dislodgement of set screw from the rod and pedicle screw on the left side at the level of l3, right s1 and l3 radiculopathy and underwent following procedures exploration of previous surgical area. Removal of setscrews x3, rods x2 and pedicel screws x6. The fusion was found solid without any motion at the area of the previous surgery. Partial laminotomy and decompression of right s1 nerve root and partial laminotomy of l5 and s1. Partial laminectomy of l3 with decompression of right l3 nerve root. Procedure description: the set screws were removed from the right side. Subsequently, the set screw from l4 and s1 was removed and the set screw from l3 was embedded inside the soft tissue. The set screw was removed. There was some corrosion and dark tissue surrounding that area which was taken out. All of the pedicle screw were rigid and tight and were taken out. A partial laminotomy of l5-s1 was done, decompression of the right s1 nerve root was performed on the l3 area and a partial laminotomy was performed. A foraminotomy and decompression of the right l3 nerve root was performed. Patient tolerated the procedure well.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.